Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.